Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
In order to deliver the cypher, a 5f catheter was inserted into a 6f guiding catheter. The site of the balloon ruptured at the tip of the balloon (pin-hole rupture). After the physician observed the balloon rupture, the stent dislodged proximal to the target lesion. There was 50% stenosis in the mid lad, and so the physician decided to implant the dislodged stent and dilated the dislodged stent with the balloon catheter initially used during pre-dilation. Then an additional cypher (same size) was implanted at mid lad but the two cypher stents were not overlapping each other. The product was discarded due to the patient's infectious disease. After removal of the device, the physician is reported to have checked the sds and confirmed that the balloon had a pinhole rupture.